Manufacturer narrative:
H.6. Investigation: bd had not received samples, but four photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect label information with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the label on one side of shipper has correct part number 368610, while label on other side has part number 368608 with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: the labels on one side of the outer case state code 368610 however on the other side it states 368608.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the label on one side of shipper has correct part number 368610, while label on other side has part number 368608 with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: the labels on one side of the outer case state code 368610 however on the other side it states 368608.